Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid/dist sfa of the left leg. Approximately 15 months post index procedure, the patient was treated with an in.pact admiral balloon and a powercross balloon during a revascularization of the target lesion (l1). Approximately 17 months post index procedure, the patient suffered thrombotic occlusion of the left sfa. The event was related to the target lesion (l1). The investigator assessed the event as not related to the index device, procedure, or paclitaxel. The patient was treated three days later with non-medtronic pta. Outcome is resolved. Approximately 20 months post index procedure, the patient suffered stenosis of the left sfa. The event was related to the target lesion (l1). The investigator assessed the event as not related to the index device, procedure, or paclitaxel. The patient was treated one day later with non-medtronic stenting, non-medtronic pta, and one admiral pta balloon. Outcome is resolved. Approximately 24 months post index procedure, the patient suffered stenosis of the left femoral-popliteal. The event was related to the target lesion (l1). The investigator assessed the event as not related to the index device, procedure, or paclitaxel. The patient was treated approximately two weeks later with bypass surgery. Outcome is resolved.

Manufacturer narrative:
The cec has adjudicated the previously reported stenosis of the left sfa, which occurred approximately 20 months post index procedure, as related to the study device, not related to the procedure of drug.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.